Event description:
Event: stent was applied for the superior attachment system and fem-fem bypass was required for an occlusion of the contralateral limb. Patient was implanted in 2000 successfully. The superior attachment system was implanted 7-10 mm below the right renal artery. There were no leaks observed on the final angiogram. Bloodflow was strong through the iliacs with no blood pressure differential. No stents were placed at the time of implant. At the six month follow-up, the patient was complaining of leg pain. A CT scan was performed and showed a superior type 1 endoleak. The physician decided to treat the endoleak with a stent. The stent was able to resolve the endoleak. During the intervention, the physician noticed that the contralateral limb was occluded. A fem-fem bypass was performed to restore bloodflow. The endograft remains implanted and the patient is recovering fine.